Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 507 mg/dl at time of report. Elevated blood glucose was addressed with a correction bolus via the pump. System check was performed and it was discovered occlusion was caused by blockage in the cartridge. Reportedly the customer will change the cartridge.